Manufacturer narrative:
Returned part is found to be damaged with tip bent, description in complaint and documentation describe off label use for rotator cuff procedure. Wheel for depth turns and trigger activation moves inserter to point of bent tip and then past to one side, this indicates device meet design specification while in biomet control. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of the complaint history identified an issue with this item that was investigated, and it was determined that no further action is required due to the failure mode being related to off-label use of this device in this instance. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Risk assessment described I/o risk table 3.2.1 incorrect anatomical placement - in this case used off label on a rotator cuff, intended use is meniscal soft tissue repair, 3.2.8 incorrect use of instrument, including use of excessive force, 3.2.9 bending/fracture of instrument, and 3.3.5 needle sled bends or breaks. IFU use description describes meniscus repair, additional surgical procedure describe meniscus repair as device use procedure. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(6).

Event description:
It was reported that during a rotator cuff procedure on (B)(6) 2015 the suture became stuck and would not deploy from the gun. This did not have an effect on the patient and no additional holes had to be made. Another maxfire device was available to complete the procedure without delay.